Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and a 2.5 x 15 mm non-abbott stent delivery system (sds) was advanced, but could not cross the lesion due to the calcification, and some resistance was noted during removal. The 2.0 x 15 mm xience prox sds was advanced, but also could not cross to the lesion due to the anatomy. During removal, resistance was felt with the anatomy, and the distal shaft separated inside the patient. The separated portion was removed with 2 balance middleweight (bmw) guide wires that were knotting together. The distal shaft of the sds, guide wires and guiding catheter were then removed together. No other sds was able to cross to the lesion. The patient remains in the hospital and will have an elective rotablation next week if symptoms remain. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported detachment of device component was able to be confirmed. The reported failure to advance the device and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. The bmw universal guide wire referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed medwatch, returned device analysis found that the balance middleweight (bmw) universal guide wire, which was used as a snare device in this procedure, was returned with a core separation. No additional information was provided.